Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm) device. Boston scientific technical services (ts) received a call from the healthcare provider (hcp). The patient mobile monitor (pmm) provided monitoring was disabled due to an unresolvable issue with the icm device. Ts advised that a replacement icm device is required to continue monitoring. Subsequently an explant procedure was scheduled. The icm device was explanted. The boston scientific representative provided no other devices were implanted at this time. The icm device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that monitoring was disabled on this insertable cardiac monitor (icm) device. Boston scientific technical services (ts) received a call from the healthcare provider (hcp). The patient mobile monitor (pmm) provided monitoring was disabled due to an unresolvable issue with the icm device. Ts advised that a replacement icm device is required to continue monitoring. Subsequently an explant procedure was scheduled. The icm device was explanted. The boston scientific representative provided no other devices were implanted at this time. This icm device has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.